Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and suture material were returned. The suture material is through the suture window of the anchor, the proximal end of the anchor is fractured and deformed. There is debris on the insertion device, suture material and fractured anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. The procedure was completed with less than a 30 minutes delay, using a back-up device in an additional bone hole. No patient injury or other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a repair ankle ligament procedure, after the hole was drilled, the osteoraptor anchor was damaged when it was being screwed. The anchor was removed from the patient with tweezers. The procedure was successfully completed without significant delay using a back-up device in an additional bone hole. No further complications were reported.

Event description:
It was reported that during a repair ankle ligament procedure, after the hole was drilled, the osteoraptor anchor was damaged when it was being screwed. The anchor was removed from the patient with tweezers. The procedure was successfully completed without significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.